Manufacturer narrative:
(B)(4). Date sent: 3/22/2022. Additional information was requested and the following was obtained: please confirm, did a piece or pieces fall into the patient? : according to feedback from the sales, no pieces fall into the patient. If yes, were they retrieved? If yes, are they being returned with the device?: na. If not, were they disposed of?--unk.

Manufacturer narrative:
(B)(4). Date sent: 1/6/2022. D9: device available for evaluation? Yes. D9: is device returned to manufacturer? Yes. D9: date device returned to manufacturer: 12/3/2021. H3: device evaluated by manufacturer? No. H3: reason for non- evaluation: device evaluation anticipated, but not yet begun. H6: type of investigation: b01; b21; b14. H6: investigation conclusions: d16 . H6: investigation findings c21.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2022. Investigation summary. The product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve from the b12lt device was received with the proximal end broken. Cracks were present, propagating from the fracture at the proximal end of the sleeve and running towards the middle of the sleeve. No loose fragments were returned. The fracture surface was examined and the polycarbonate material exhibited a brittle fracture with little-to-no plastic deformation observed. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. The manufacturing records couldn't be reviewed as the batch number is unknown.

Event description:
It was reported that during resection of retroperitoneal tumor surgery, after insertion, noted the device was broken. Another device was used to complete the surgery. There was no patient consequence reported.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. Additional information received: a photo was received for review. During the visual analysis, the following was observed: the photo shows a b12lt sleeve broken. Based on the photo, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: please confirm, did a piece or pieces fall into the patient? If yes, were they retrieved? If yes, are they being returned with the device? If not, were they disposed of?